Event description:
Customers contacted haemonitics on (B)(6) 2008 reporting saline infiltered their orthopat machine resulting in shorting out the circuitry. No injury or reaction was reported. Eval of the machine confirmed the reported issue. The issue damaged the power supply and other components.

Manufacturer narrative:
This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).